Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Any optical placement signal issue. Excludes fluidic or differential placement signal issues and positioning issues. Without hemodynamic compromise. The cause of the case start issue was not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The impella cp failed to start on 2 different controllers. There was an impella controller error. The pump was replaced and support proceeded with new pump.